Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative left-sided breast pain. The patient states that her left-sided breast pain started about 8 months ago. Mammogram performed about 5 months ago did not indicate any issues. The patient had a consultation with a healthcare professional about 4 months ago and was advised to perform massage and take medications (unspecified). The patient states that the medications and massage did not help her with the symptom. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information.